Manufacturer narrative:
Investigation: the customer returned an unused set for investigation. Upon visual inspection, it was noted that the prime diversion pouch for the set was full of air. The white pinch clamp on the diversion bag tubing was closed and the tubing was in the center of the pinch clamp on the set. No defects with the clamp or tubing were observed during the initial inspection of the returned set. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the white pinch clamps were not occluding the tubing line on the disposable set. The customer returned the set for evaluation. Upon evaluation, it was noted that the pinch clamps were closed and sample bag was filled with air. It is unknown at this time if a donor was connected at the time of the event. Patient (donor) information is not available at this time.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Additional testing was performed on the returned set to try to recreate the inflated bag. The set was loaded onto a test trima with the white pinch clamp engaged exactly as it arrived from customer. The set correctly passed the 1st clamp test and the bag did not inflate. This indicates that the clamp does properly occlude the tubing when closed. Then the white pinch clamp to the sample bag was released and then purposely re-closed but with the tubing slighted skewed to the side. The set was loaded on a test trima and the set passed the first clamp test portion of the tubing set test with no alert. The sample bag then began to fill with air and eventually a pressure test error was generated. The part evaluator purposely ignored the prompt and the part evaluator clicked continue. Again, after some time passed, another pressure test error was generated and did not end run. This testing does recreate the inflated air bag if the clamp is closed but the tubing is skewed to the side. Additional testing with the recreated tubing skewed in the closed pinch clamp showed that the sample bag can stay inflated if the operator does correct the skewed clamp and allow the procedure to continue to ac connect. The additional testing also shows that if the clamp is not corrected, but is unloaded then the sample bag will deflate. Root cause: based on part evaluation inspection and testing, possible causes for the inflated sample bag and return of air to the donor include but are not limited to the user not following prompts to clamp the tubing, user not looking for and then expressing air from sample bag when system alarms for pressure test error alerts, or clamp was closed by user but the clamp was not fully occluding the sample bag line. Corrective action: an internal CAPA has been initiated to address air in sample bag issues.

Event description:
The customer did not respond to attempts to obtain information for the investigation such as procedural details and patient information.